Event description:
It was reported that the preloaded intraocular lens (iol) had an optic scratch upon opening of the packaging. There was no patient contact with the product. No further information is provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: not applicable, as there was no patient involvement. Section b3: date of event: unknown, not provided, as information was asked but it was not provided. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: email address: unknown, as information was asked but it was not provided. Section e1: initial reporter: telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.